Manufacturer narrative:
(B)(4).

Event description:
Received information, the patient had a loss of stimulation in his right arm after he lifted a car jack. He noticed an immediate return of his original pain. Patient programmer is not working to adjust stimulation, patient will check the batteries. His previous physician has retired and patient will need to find another for device management. Patient reports this is his second device, same model, which was implanted about a year and a half ago after the battery in the previous device depleted. His previous device lasted about 10 years. Additional information has been requested and if received, a follow up report will be sent.